Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change, which was addressed by removing all supplies, performing a dry run, and then completing a supply change with new supplies, after which delivery successfully resumed. Symptoms included no reported change in blood glucose. Outcomes included resolution of the issue with continued monitoring by the user and no hospitalization. Investigation included remote troubleshooting and user education, with confirmation that no pump alerts were present and that the system functioned after replacing the cartridge, connector, and infusion set. Investigation of this case revealed that the issue could be reproduced only with the prior setup and that system performance was restored after use of new disposable components, consistent with a transient supply-related interruption without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-supplied disposable component issue resolved through component replacement and procedural troubleshooting.